Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, white dot and poor image quality, component failure of the universal cable, component failure of the light guide bundle and component failure of the charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unable to set white balance was caused by a component failure of the universal cable. The light guide bundle was chipped was caused by a component failure of the light guide bundle. Poor image quality was caused by a component failure of the universal cable. White dot was caused by a component failure of the charge coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope was unable to set white balance. The issue was found during inspection for use. There were no reports of patient harm.